Manufacturer narrative:
No actual sample has been received by manufacturing for evaluation therefore, the condition of the product could not be verified. A photo was attached to the parent complaint and was reviewed by the investigation site. The photo shows two cutting instruments; one has the knife correctly oriented and the other has the knife incorrectly oriented. It is unclear from the photo which sample is the reported sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the provided lot number for the reported complaint issue. A physical knife sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened knife samples were received by manufacturing inside of trays in plastic bags for the report of reversed knife blade. Nicks were observed on both of the returned trays. The returned samples were visually inspected and were found to be nonconforming with the bevel of each knife in the incorrect orientation. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel orientations is that the blades were placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the blades were then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during the bending process. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and was documented on the facility's CAPA review training form. An investigation has been completed and actions are presently being implemented to reduce the frequency of cutting instrument assemblies with incorrect bevel orientation. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a knife was noted to have the bevel on the reverse side of the blade. There was no procedure or patient involvement.